Event description:
The catheter was placed in the gall bladder for ptgbd, using the right "pectral" approach and sutured to the skin. Elevent days later, it was noted the patient had a fever due to insufficient bile drainage. Two days later, fluoroscopy revealed that the tip had separated from the device and was remaining in the gall bladder, causing the bile to leak into the abdominal cavity. The physician removed the proximal part of the catheter and placed another manufacturer's drainage catheter, draining the bile from the abdominal cavity. He also placed another ult catheter of the same size in the gall bladder to maintain ptgbd. (As of this date, the two catheters were left in situ along with the remaining tip). The physician stated the affected catheter has been left in the patient due to the patient having a cardiac insufficency and is such a serious condition that she cannot tolerate a surgery.

Manufacturer narrative:
The device was returned to our facility without the distal tip. An examination revealed the separation occurred due to insufficient bonding during manufacturing. We have notified the appropriate personnel of this report.